Manufacturer narrative:
Block b3: exact date unknown, event occurred in the end of (B)(6) 2023.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to facility policy. No device malfunction was suspected.